Event description:
As reported, the distal tip of a .018¿ 180cm straight (st) sv peripheral steerable guidewire (pgw) was getting frayed when attempting to cross the lesion. The complaint device was replaced with another unknown device and the procedure was completed. There was no reported patient injury. The device was discarded and will not be returned for analysis.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the distal tip of an .018¿ 180cm straight (st) sv peripheral steerable guidewire (pgw) was getting frayed when attempting to cross the lesion. The complaint device was replaced with another unknown device and the procedure was completed. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 35264889 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿distal tip-frayed/split/torn¿ could not be confirmed. The exact cause of the reported cannot be conclusively determined during the analysis however, handling factors and/or patient vessel characteristics may be contributing factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿cordis guidewires are intended for use in angiographic procedures to introduce and position catheters and interventional devices within the peripheral vasculature. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Do not pull the distal tip to remove guidewire from dispenser as it may damage the tip. Tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature, and small side branches.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was discarded and will not be returned for analysis.